Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during the second inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during the second inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the 75% stenosed target lesion was located in the mildly calcified and non-tortuous left anterior descending artery. During inflation, the balloon ruptured at 12 atmospheres. There were no patient injuries reported and the patient was in good condition post procedure.